Event description:
It was reported that a microclave¿ clear connector, generated a leak during patient use. The following issue was reported by the customer: "leaks at the connection. Clinical consequences observed: leaks therefore treatment not administered in its entirety." The status of the product at the time of the event is unknown. The product is available for evaluation at the arsenal. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Investigation summary: received two (2) new. List #011-mc100, microclave. As received, no damage or other anomalies observed, product is new in sealed packaging. No mating devices were returned to evaluate with the new 011-mc100 microclave clear connectors. Both of the new 011-mc100 microclave clear connectors were pressure leak tested, and no leakage was observed either internally or externally when tested in the activated and unactivated positions. The complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.